Event description:
It was reported the patients blood glucose level rose to 329 mg/dl while wearing the pod between 36 and 48 hours. The patient reported leaking from the infusion site. As treatment the patient replaced the pod.

Manufacturer narrative:
Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. The pod was received with the soft cannula deployed. Initial attempts to download the data from the pod were unsuccessful as measurement of the battery voltages found all three battery voltages to be lower than expected. An external power supply was attached to the pod in an attempt to establish communication between the pod and the master pdm. This attempt was unsuccessful. The pcb assembly was removed from the pod chassis and attached to the power supply. This attempt was also unsuccessful. The pod data was unable to be obtained as the pod could not establish connection with the master pdm. Corrosion was observed on the pcb assembly, bottom battery, and mechanism rails. Inspection of the fluid path found a tear in the unexposed portion of the soft cannula which resulted in fluid leaking inside the device. This internal fluid leak contributed to the corrosion and prevented the retrieval of the pod data. This internal fluid leak prevented the proper delivery of insulin.